Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, it was confirmed that the installation of the device onto the scope was correct, the bands were deployed after the varicose was suctioned and became full red screen. After the deployment, it was noticed that the bands were prematurely detached. The problem still recurred after repeated operations. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands fell off the varix.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h2 (correction): block d4 (catalog number) has been updated. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Block h11: the returned speedband superview super 7 (only the irrigation tube and the handle) was analyzed, and a visual evaluation noted that the handle had marks of the trip wire indicating that it was secured. Additionally, the suture was returned in good condition. No problems with the device were noted. The reported event of bands falling off varix cannot be confirmed since the problem can only be seen during the procedure. Upon analysis of the returned component, the handle had marks of the trip wire indicating that it was secured. Additionally, the suture was returned in good condition. Based on the product analysis, the available information and since the ligator housing was not returned, the analysis to identify any defect with the device cannot be established due to lack of evidence. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, it was confirmed that the installation of the device onto the scope was correct, the bands were deployed after the varicose was suctioned and became full red screen. After the deployment, it was noticed that the bands were prematurely detached. The problem still recurred after repeated operations. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 10, 2025: it was noted that there was no difficulty experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, it was confirmed that the installation of the device onto the scope was correct, the bands were deployed after the varicose was suctioned and became full red screen. After the deployment, it was noticed that the bands were prematurely detached. The problem still recurred after repeated operations. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 10, 2025: it was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) medical university. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Block h2 (additional information): block b5 and block e1 (initial reporter address 1, initial reporter address 2, zip/postal code) have been updated based on the additional information received on january 10, 2025.